Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9bpeg14a for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from france reported that she obtained blood glucose readings of 102 mg/dl, 270 mg/dl and 360 mg/dl within 10 minutes on the contour next link 2.4 meter. The customer took insulin based on the reading of 360 mg/dl and felt shaky. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
Sections b5 and e1 of the initial report indicated country of origin as france. The correct country of origin for this event is austria. Sections b5 and e1 have been updated with this information.

Event description:
The customer from austria reported that she obtained blood glucose readings of 102 mg/dl, 270 mg/dl and 360 mg/dl within 10 minutes on the contour next link 2.4 meter. The customer took insulin based on the reading of 360 mg/dl and felt shaky. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.